Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged line through display issue was not duplicated. The pump powered up to a display with no missing or added lines. The auditory and vibratory features were operational. Unrelated to the reported display issue, the display was observed to be dim and discolored. In addition, the pump alarmed for language file corruption related call service alarm at power up which the investigation was unable to clear. The same call service alarm was also observed in the alarm history. Investigation determined that the failure was the result of a malfunction with a discrete chip component on the printed circuit board.